Event description:
It was reported that the patient's ams700 inflatable penile prosthesis (ipp) device was removed on (B)(6) 2018 due to reservoir herniation. The reservoir was originally placed in the lower abdomen and migrated subcutaneously causing patient discomfort. Another ams700 device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional suspect medical device, device manufacture date: cx preconnect, gtin # 00878953003450, upn# 72404232, batch/lot # 1000067278, mfg date 03/07/2018, exp date 03/06/2020.

Event description:
It was reported that the patient's ams700 inflatable penile prosthesis (ipp) device was removed on (B)(6) 2018 due to reservoir herniation. The reservoir was originally placed in the lower abdomen and migrated subcutaneously causing patient discomfort. Another ams700 device was implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.